Event description:
It was reported that the bd syringe 10ml ll neurographic plunger rod was broken / damaged. The following information was provided by the initial reporter translated from french to english: ref : mv25-47. Please find enclosed a material safety report sent to ansm, concerning a 10 ml luer lok bd syringe, reference (B)(4), lot number 4347922. The device is being held at the pharmacy pending your return conditions. Description of facts: " when returning blood to an implantable chamber, the plunger detaches from the syringe. Risk for the patient of an air bubble (risk of embolism)¿. Additional information provided: response received: has the patient or user suffered any harm? No, but risk of embolism we've been told that samples are available for investigation. Could you please specify whether the samples are. Used (during or after use) with saline solution. Important: if used, please confirm whether the samples are contaminated with blood or cytotoxic drugs. We send the device to our logistics platform. One of my colleagues will contact you to arrange the return of the device. I remain at your disposal if necessary.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. One sample of the 10 ml eurographic syringe from batch 4347922 was received and evaluated. The reported defect was not observed in the sample provided. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number 4347922. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.